Manufacturer narrative:
(B)(4)

Event description:
Approximately two months later, the patient again had phrenic nerve stimulation and the left ventricular lead threshold was noted to be slowing rising. The physician suspected that the lead had moved out of the original vein. During a revision procedure, the lead was repositioned but during fluoroscopy it was found to have moved. A different model lead was attempted, but could not place the lead due to patient anatomy. The chronic lead was then repositioned and was noted to have threshold that were higher then hoped for. The patient had some phrenic nerve stimulation overnight and through the following morning. Reprogramming was performed with no further phrenic nerve stimulation observed. The lead remains in use.

Event description:
It was reported that the patient had phrenic nerve stimulation and went to the emergency room. The patient experienced the stimulation as "kicking in the side" that went up to the ear. Reprogramming was performed to resolve the phrenic nerve stimulation. The patient reports hearing "clicking" in the ear and having balance issue since the stimulation and subsequent reprogramming. The left ventricular lead remains in use. No further patient complications have been reported as a result of this event.

Event description:
The patient further reported having "stinging and burning" around the pacemaker after the revision procedure.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: lead implanted: (B)(6) 2009; 1699tc lead implanted: (B)(6) 2009 (B)(4).